Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the lead displayed t wave over-sensing and under-sensing was noted on high rate non-sustained episodes. The lead remains in use and no patient complications have been reported as a result of this event.

Event description:
It was reported there was under and over-sensing of the r waves and a trend of higher pacing thresholds, the right ventricular defibrillator lead displayed a trend of lower impedance and there were non-sustained ventricular tachycardia episodes and the sensing integrity counter was noted. The leads remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.